Event description:
An operator injured her wrist when an instrument basket moved while it was being transferred.

Event description:
The patient's age was unknown, but was a male. The target lesion was the mid rca. It is unknown if the lesion was de-novo, but the lesion was heavily calcified and moderately tortuous. Pre-procedure stenosis was 75%. A guide catheter (brite tip: 6f al1) was engaged and a guidewire (runthrough) crossed the lesion. Pre-dilation was conducted with a balloon catheter (sprinter), but the balloon ruptured. Therefore, pre-dilation was conducted with another balloon catheter (powered lacrosse), but the balloon also ruptured. Then, ivus was conducted and a cypher select plus (3.5/33mm: complaint product) was delivered to the target lesion without friction. When the cypher select plus was being inflated up to 6atm, the balloon ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device and contrast medium leakage under cag. Therefore, the sds of the cypher select plus was retrieved from the patient and post-dilation was conducted with a balloon catheter (hiryu) to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. An everest inflation device was used for the procedure and was successfully used with other devices. There was no resistance or friction while inserting the device through the guide catheter.

Manufacturer narrative:
The user facility's cpd manager reported that the injured employee made a full recovery and has no residual injury.

Manufacturer narrative:
A steris service technician investigated the incident and found that the basket latch failed during the transfer of the instrument basket from the cart. The failed latch allowed the basket to move and when the operator tried to catch the instrument basket, she injured her wrist. The latch has been replaced.